Manufacturer narrative:
Assessment by merz: the events occurred in a compatible temporal relationship. However, no precise information was provided on the injection site so that a local relationship can only be assumed. Pharyngeal swelling (serious), equivalently expected as swelling; and hypoaesthesia oral (serious), equivalently expected as numbness are expected based on the current valid EU instructions for use (IFU) leaflet of radiesse and can occur following treatment with radiesse. A strong confounding factor includes the concomitant injection with allergan dermal filler products. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty, as it is difficult to assess which product or whether possibly both products have caused onset of the events. In this case, the patient received comprehensive treatment with a resolved outcome. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible temporal and assumed local relationship. This case is considered as serious with the serious events pharyngeal swelling and hypoaesthesia oral because treatment was deemed necessary to prevent a life-threatening injury.

Event description:
Case description: this spontaneous report was received from a turkish pharmacist and concerns a 37-year-old female patient (weight: 55 kg, height: 164 cm). She was injected subcutaneously with radiesse for cosmetic purposes, on (B)(6) 2025. The patient was concomitantly subcutaneously injected with allergan dermal filler products for cosmetic purposes, on (B)(6) 2025. The patient had an allergy to augmentin and tetanus vaccine. She previously received augmentin twice daily (bid) 1000 mg and tetanus vaccine. On (B)(6) 2025, after the radiesse injection, the patient experienced swelling in the throat and numbness in the tongue. For the management of the reaction, the patient was treated with adrenaline 0.5 ml (single dose). The outcome of the events was reported as resolved on (B)(6) 2025. In the opinion of the reporter, the events were related to radiesse.